Event description:
Seaspine/orthofix became aware on 16 oct 2025 that the tip of a shoreline acs inserter fractured intra-operatively when inserting the waveform c interbody. The distributor rep reported that all of the fractured pieces were retrieved, however, the locking cover was unable to be added to the construct. As the surgery was completed without the locking cover, orthofix/seaspine cannot guarantee the stability of the construct post-operatively; therefore, based on this risk characterization, the event was determined to be reportable. No patient injuries were reported.

Manufacturer narrative:
H3: the 86-0010 inserter was not returned for evaluation. Although multiple attempts were made to obtain further information from the distributor rep regarding the return, no additional detail was provided. Possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.